Event description:
A report was received that the patient was experiencing burning sensation and discomfort when the stimulator was on. Reprogramming was attempted but unsuccessful. Explant procedure was done wherein the ipg was replaced with a new one and the percutaneous leads were replaced with paddle leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Sc-1110-02 (serial # (B)(4)) - device evaluation indicated that the ipg passed operational, performance, electrical, and photographic imaging tests performed. The complaint of getting burning sensation could not be verified. The charge profile indicates that the maximum temperature during charging cycles in the patient's body was 40.37 °c, within the expected range. The temperature of the device was monitored while the device was turned on and off randomly. The working temperature of the device for two-hour observation ranges along around 24 °c, and no surge in temperature was observed. Ac/dc current leakage tests and residual gas analysis verified that there was no loss of electric current into the surrounding tissue as a result of faulty insulation. The device passed all required tests. The device exhibits normal device characteristics. Sc-2218-50 (serial # (B)(4)) - device evaluation indicated that the leads passed photographic imaging tests performed. Sc-4316 (serial #(B)(4)) - no anomalies were found.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316 serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing burning sensation and discomfort at the battery site. The patient also complained that the clik anchors were superficial causing irritation. Reprogramming was attempted but unsuccessful. Database analysis revealed no anomalies. Explant procedure was done wherein the ipg, leads and clik anchor were replaced.

Event description:
A report was received that the patient was experiencing burning sensation and discomfort when the stimulator was on. Reprogramming was attempted but unsuccessful. Explant procedure was done wherein the ipg was replaced with a new one and the percutaneous leads were replaced with paddle leads.